Manufacturer narrative:
(Lot number and expiration date) has been updated based on additional information received. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release.    A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a customer received higher readings from the adc freestyle libre built-in reader. The caregiver administered insulin (type/ dose unknown) to the customer based on the high values on the reader and subsequently, the customer had a hypoglycemic event and the caregiver provided food to the customer. At that time, a blood glucose of 60 mg/dl was obtained on a competitors brand meter and the customer was taken to the hospital. The customer was diagnosed with hypoglycemia and monitored, but there was no medication given. The following readings were obtained while being monitored in the hospital: at "08:00" built-in 295 mg/dl, a sensor scan of 331 mg/dl, and a 230 mg/dl on the hospital meter and at "11:30": 389 mg/dl from the built-in meter, a scan of 420 mg/dl, and 210 mg/dl obtained from the hospital meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received higher readings from the adc freestyle libre built-in reader. The caregiver administered insulin (type/ dose unknown) to the customer based on the high values on the reader and subsequently, the customer had a hypoglycemic event and the caregiver provided food to the customer. At that time, a blood glucose of 60 mg/dl was obtained on a competitors brand meter and the customer was taken to the hospital. The customer was diagnosed with hypoglycemia and monitored, but there was no medication given. The following readings were obtained while being monitored in the hospital: at "08:00" built-in 295 mg/dl, a sensor scan of 331 mg/dl, and a 230 mg/dl on the hospital meter and at "11:30": 389 mg/dl from the built-in meter, a scan of 420 mg/dl, and 210 mg/dl obtained from the hospital meter. There was no report of death or permanent injury associated with this event.